Event description:
According to the initial information received, a 38mm amplatzer septal occluder (aso) was attempted in a (B)(6), male patient ((B)(6)) on (B)(6) 2012. Prior to implant, the atrial septal defect (asd) was sized to 36mm using the stop-flow technique and the posterior and inferior rims were observed to be deficient. The patient was informed that if the aso embolized during the procedure, the physician would not recommend percutaneous retrieval because it would entail unnecessary risk and confirm his suspicions that the asd required surgical repair due to its size and the fact no larger aso were approved for use in the u.s. As the physician suspected, the aso embolized five minutes post-implant when the patient was in the recovery room. Since the aso was in a stable position within the main pulmonary artery and no adverse effects were present, the aso was left in situ until the following morning when the aso was explanted during surgical asd closure on (B)(6) 2012.

Manufacturer narrative:
The aso was returned to sjm bloody and in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 12f torqvue loader without any deformities. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment.

Manufacturer narrative:
Cardiac catheterization reports, operative summary, ice procedural imaging, transthoracic echocardiogram (tte) and fluoroscopic images of balloon sizing, device placement were reviewed by sjm's medical consultant and indicated that the balloon diameter was 36mm without any appreciable waist. The tte post device embolization demonstrated a large atrial septal defect. The cause of the embolization was inconclusive.